Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 350 mg/dl. A system check was performed verifying the occlusion alarms and scratches were observed to be on the cartridge.